Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was noted that the cannula was bent and possibly not inserted correctly into the infusion site. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6)2025 at (B)(6) hospital. The patient's blood glucose levels reached 36 mmol/l (648 mg/dl) while wearing the pod between 36 and 48 hours on the hip/buttocks. It was noted that the cannula was bent and possibly not inserted correctly into the infusion site. Symptoms reported include tiredness, thirst, and dry mouth. At the hospital, the patient was treated 3.8 units of insulin via intravenous. When the patient's blood glucose level reached their target value, a new pod was applied. The patient was discharged the same day.